Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial pacing without a ventricular event noted and v-v interval timing was not correct. The implantable pulse generator (ipg) remains in use. It was further reported that the atrial lead position check failed during atrial tachycardia/atrial fibrillation. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.